Event description:
It was reported that during the procedure, subject device had stripes in the picture. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, e3, g2, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken, fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore stripes in image occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during therapeutic appendectomy procedure. The procedure was completed using another device.